Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the rewind due to motor leaking oil contaminating the motor home switch. Unable to perform displacement test or verify motor position encoder error alarms due to motor error alarms. Insulin pump unable to perform motor test due to motor anomaly. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change and rewind attempt. The blood glucose reading was 200 mg/dl. The customer stated that on the day prior, the customer had worn the device while going into water for about 2 minutes before realizing it. The device had also been dropped about a year ago. The customer also noted that 2 weeks prior, the insulin pump had been exposed to a body scan machine and x-ray. He observed another error alarm as well. The insulin pump was not able to be rewound. Advised discontinuation of the insulin pump. Nothing further reported.